Event description:
It was reported that the surgeon inserted the micl13.2 implantable collamer lens upside down due to a loading error. No pt injury.

Manufacturer narrative:
(B)(4), lens inserted upside down: eval results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage observed. (B)(4).